Manufacturer narrative:
An intuitive surgical, inc. (Isi) failure analysis engineer (fae) reviewed the video and provided the following information: the movement is not abnormal. A discussion has been made with the clinical development engineer team previously. The movement looked with the allowable amount that we typically specify (less than 2mm tip motion). It¿s not clear from the video but it¿s possible they were using a 12mm canula without a reducer and had the instrument at close to the max insertion limit, that could make the instrument move like it did in the video. An isi clinical development engineer (cde) provided the following information: "this video has been reviewed previously - see attached email thread. Some amount of movement during sealing due to the mechanical engagement of the instrument components during the seal cycle is expected."

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) spoke to the customer and was informed that they tried three different vessel sealer extend instruments with the same result. The fse noted that additional troubleshooting steps were completed, but the issue persisted. Additionally, an isi clinical development engineer (cde) informed the fse that they were looking into the issue. The fse confirmed with the site that they had no further issues in their following cases. The system was working properly and no additional action was required. Isi did not receive the da vinci product with an alleged issue to perform failure analysis. A video recording of the procedure is available, but it has not yet been received as of the date of this report.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the vessel sealer extend instrument was not steady when applying energy. Customer restarted the e-100 generator, replaced the instrument, reseated the drape, moved the instrument to another arm, and restarted the system, but the issue persisted. Customer sent a video of the issue to the field service engineer (fse). The tse asked whether the boom was fully extended and rotated, and it was confirmed that it was not. The procedure was completing as planned with no reported injury. Intuitive followed up and obtained additional information. The issue happened when the surgeon's head was in the console. Upon activation of the vessel sealer extend instrument, it had a slight movement. The issue was resolved. They had been using it for multiple cases after without any issue. The instruments had been disposed of.